Manufacturer narrative:
On (B)(6), additional information was received from rep regarding the extent of the patient''s injuries. This information is now populated in this section.additional patient code added to reflect additional vessel injury which occurred during the procedure.

Event description:
It was reported on (B)(6) 2019 that the patient''s injury, originally reported just in the location of the superior vena cava (svc), had also extended into the subclavian and innominate regions as well. This follow up report is being submitted to update the injury locations that occurred during the event.

Manufacturer narrative:
Patient's age and weight were not available from the facility. The device lot# was unavailable from the site. Determination of the device expiration date is dependent on the lot#. Therefore the expiration date is unavailable. Determination of the device manufactured date is dependent on the lot#. Therefore the manufactured date is unavailable. The device was discarded by the site. There is no allegation of a device malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that during a lead management procedure to extract 2 non-functional cardiac implantable cardioverter defibrillator (ICD) leads (one in the right atrium and 1 in the right ventricle) a spectranetics 16fr glidelight laser sheath 500-303 was utilized. One lead was successfully removed. During the procedure a superior vena cava (svc) tear occurred. Rescue efforts were implemented, but the patient did not survive the procedure.